Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller requested how the insr worked. The caller verified the insr was showing it was fully charge and when the patient tried to charge the ins, just to make sure they knew how to charge, they were getting all 8 coupling boxes, then it dropped to 4 coupling boxes. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the coupling dropping from eight to four boxes was getting use to their new equipment. The issue was resolved after the consumer contacted the manufacturer. No patient symptoms or further complications were anticipated.